Event description:
(B)(6) 2021, 09:00:03, svc defib lead impedance, 131 ohms. Threshold is 130 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).